Manufacturer narrative:
Insulin pump received with missing retainer ring and reservoir tube lip o-ring. Insulin pump received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was unknown. Trouble shooting was performed and found missing portion at the top of the reservoir. The reservoir is able to lock in place. Advised the device will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The product will be returned for analysis.